Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/06/2019. Corrected information: manufacturing site name. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2015 and (B)(6) 2015 due to abdominal pain, recurrent hernia and adhesion. (B)(4)presents the adverse event which occurred on (B)(6) 2015. (B)(4)presents the adverse event which occurred on (B)(6) 2015. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.